Event description:
The lay user/pt contacted lfs in 2009 alleging inaccurate erratic readings on their one touch ultra mini meter. The same day, the pt obtained a 290 mg/dl, 297 mg/dl, 310 mg/dl, 295 mg/dl, and 346 mg/dl less than 20 minutes from one another. Approx 26 minutes later, the pt felt shaky. The pt did not seek any medical attention, contact the physician or self-treat due to the reported issue. While troubleshooting with the customer care advocate (cca) it was noted that the test strips that the pt had been using expired test strips. Using expired test strips may lead to false blood glucose readings. The pt's products were replaced. There is no evidence that the meter malfunctioned since the test strips that the pt used were expired. The complaint is being reported since the pt alleged that due to the elevated readings, the pt did not treat themselves and ended up developing symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.